Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited low impedance and pacing failure. It was noted that the patient experienced bradycardia. The pacing lead remains in use. No further patient complications have been reported as a result of this event.